Event description:
Surgeon reports an indication for surgery due to infection. During examination x-ray shows distal screw broken. Cause of infection unknown. Series IV step screw broke due to nonunion shifting distally under full weight bearing. No indication of product defect.